Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the device had no power. The overheating was not able to be confirmed. The device was reassembled. The circuit boards were inspected. The spo2 sample rate was set to continuous. The device was cleaned and tested on a simulator. The root cause was determined to be that the device was not assembled properly during the previously repair. The power pcb was not properly secured and by not being secure, caused the power issues. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device was not turning on and had been overheating. There was no report of patient involvement. No additional information is available.